Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. The hypersoft 3d advance embolization coil is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The hypersoft 3d advance embolization coil is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolization in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event has not been returned for evaluation. Upon receipt and examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported that "physician placed hypersoft 3d coil through microcatheter; advanced the coil delivery wire marker slightly beyond proximal marker on microcatheter; attempted detachment and physician felt that coil may have stretched or separated from delivery wire/ as he was confirming detachment, physician pulled both delivery wire and catheter from artery; coil remained in pica; physician observed stretched delivery wire (and coil remnant?)." Condition(s) being treated: occlusion of the pica artery. Acutely ruptured avm that physician attempted to treat with scepter balloon/ onyx; rupture of pica artery during onyx embolization; physician was attempting to occlude pica with hs3d coil to stop the bleeding. Physician stated that" patient is not doing well post procedure."

Manufacturer narrative:
Based on the investigation findings the complaint cannot be confirmed. However the delivery pusher has evidence of being stretched revealing the device being exposed to excessive retraction force. (B)(4).